Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case concerns a male pt of unk age who developed staph infection in knee while receiving treatment with synvisc. No past drugs, med history, concomitant medication, or current condition was reported. On an unk date, the pt initiated treatment with synvisc injection (dose, route, frequency, indication, batch/lot number and expiration date not provided) into an unspecified location. On an unk date, the pt developed a staph infection in the knee. The physician stated that while it might have been the substance (synvisc) or the anesthetic, he though it was an unfortunate thing. Action taken unk. Corrective treatment not reported. Outcome unk. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.

Manufacturer narrative:
Seriousness criterion: important med event (ime). No further info was available. Consent for follow up with the doctor was provided. Pharmacovigilance comment: sanofi co comment dated (B)(4) 2015: this initial case concerns a male pt who got staph infection in knee after receiving therapy with synvisc. As the therapy start date and event onset date are not known, definite temporal relationship between the drug and event could not be established. Also lack of detailed med history, concomitant medication, concurrent illness, lab reports leads to incomplete assessment of the case.